Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Cultures had grown previously grown organisms including corynebacterium, coagulase-negative staphylococci, and enterobacteriaceae. A decision was made to transfer patient to transplanting center for recurrent sternal washouts and continued intravenous antibiotics while awaiting transplant. The device operated as expected.

Manufacturer narrative:
Related MFR # 2916596-2020-01231. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was elevated to status 2 on the transplant list due to recurrent drug resistant infection/sternal infection. The patient presented to the hospital in (B)(6) 2021 with fever and malaise. Imaging revealing new fluid collections surrounding sternum extending to the outflow graft. Patient underwent sternal washout as treatment. A decision was made to transfer patient to transplanting center for recurrent sternal washouts and continued intravenous antibiotics while awaiting transplant. The patient was transplanted on (B)(6) 2021. The device operated as expected.